Event description:
It was reported that the patient had experienced increased spasticity and no relief for a year when doses were increased. Drug in the pump was baclofen. The patient had also been taking oral baclofen. Patient¿s healthcare provider (hcp) was unable to aspirate at the catheter access port and catheter occlusion was stated. The patient was referred for a revision. On (B)(6) 2013, a catheter revision was performed due to a catheter occlusion. The old catheter was tied off and a new 8731 catheter was put in place. The physician pulled the pump segment out and it was noted that the previous catheter was implanted 9 years prior to the revision and the catheter volume was not known. Following the catheter revision, a scrub nurse took the pump segment to pathology where it was sent back or disposed. The patient was doing well (alive without injury) and the physician was keeping the patient overnight in the hospital. The patient was started on 100 mcg/ml of lioresal following the revision.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004 (B)(6); product type catheter. (B)(4).